Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted in the patient's operative eye then removed during same procedure due to the ocular bag broke. Another monofocal lens was implanted as a replacement lens. Through follow up it was learned that there was no vitrectomy, incision enlargement, or sutures required when removing the iol. The lens was discarded and not available for product evaluation. The patient was doing fine when discharged. A non-johnson & johnson lens was successfully implanted as a replacement. No other information was provided.